Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motion sensor test failure alarm. The customer's blood glucose reading was 266 mg/dl. The customer stated that the bottom part of the reservoir broke off. The customer received motion sensor test failure alarm after he changed the set. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with broken motor slide tip. Unable to perform rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify motion sensor test failure alarm due to broken motor slide tip. The insulin pump received with broken reservoir tube lip, broken belt clip slot, cracked battery tube threads and minor scratches on lcd window. The insulin pump received with bleeding lcd glass.